Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a non-tortuous and severely calcified vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a smaller coyote balloon catheter. No patient complications were reported. It was further reported that the target lesion was located in the right posterior tibial artery. The balloon ruptured on the first inflation at 6 atmospheres within the first few seconds. A 2.5 x 4mm coyote balloon was also opened but ruptured as well. This will be mailed back together with the reported device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a non-tortuous and severely calcified vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a smaller coyote balloon catheter. No patient complications were reported.